Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system reported shocking lead impedance of less than ten ohms, many diverted shocks, and a fault code indicating a shorted lead.